Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris gravity blood set was missing a component the following information was received by the initial reporter with the following verbatim. It was reported by customer that platelet tubing missing the roller clamp.

Event description:
No additional information was provided.

Manufacturer narrative:
The customer reported the roller clamp was missing and returned one unused sample of material 10387509, batch 23029304. Visual inspection of the set verified the complaint. The manufacturing plant found the root cause for the missing roller clamp to be related to the assembly sequence. A retraining was carried out on 04sep2024 with involved personnel to ensure correct assembly procedure of the roller clamp, and the work instruction was also enforced. Device history record review for model 10387509 lot number 23029304 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 27feb2023. There was a quality notification issued for the same failure mode, model, and specific area, #200387832. The qn found the possible rot cause was not following the assembly sequence correctly. Additionally, on 21sep2023, opportunities in the fixture 2107 were found and a work order was performed to address the issue. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement.